Event description:
It was reported that during an unknown procedure, after the fifth firing the device would not fire. The device was left with a note and no additional information. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Yielded jaws. The analysis found that the (B)(4) device was received in good visual condition and with no clips present. Further inspection found that the jaws had become yielded. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test was performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.